Event description:
It was reported by the customer's mother, that the insulin pump keeps resetting the date and time to the factory setting. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window, missing end cap sticker, broken belt clip slot, scratched case and cracked battery tube threads.